Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Visual observations reveals that only one of the three received device had the broken shaft failure. There were no anomalies with the other two devices, and the outer and inner blades rotate freely as intended for both. The shaft of the third device was broken at the proximal end. This type of failure has been typically observed when the blade accidentally hits the bone at an off angle while exerting excess torque. No further details about the technique were provided that could help determine a root cause for this failure. We confirm the failure but cannot determine an exact root cause. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed five other dissimilar complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during knee surgery, it was observed that the 4.0mm aggressive blade plus, micro hub device snapped off at the base. It was reported that the device was replaced three times in order to complete the procedure. It was reported that the surgery was extended less than 30 minutes. It was reported that another like device was used. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.